Event description:
Analysis was completed on the returned tablet 06/07/2016. Visual analysis of the tablet was able to verify that the power button was missing. Further analysis also identified that the low profile tactile switch on the power board was damaged. When the power button is pressed, it applies pressure to the tactile switch and powers on the tablet. No further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that the power button on a physician's tablet had come off and was lost. The device turned on when the metal connector in the hole where the power button used to be were pushed with a pen. The programming system has not been received for analysis to date. Additional relevant information has not been received to date.

Manufacturer narrative:
Event description, corrected data: the event description inadvertently stated that the device had not been received for analysis. Device evaluation, corrected data: the field was inadvertently provided as not having been received by the manufacturer in the initial report.

Event description:
The tablet was received for analysis on 04/29/2016, which is underway but has not been completed to-date.